Event description:
Covidien received a report alleging a n-560 with no audio. No pt involvement. No serial number could be provided, and caller was not able to isolate the problem. Customer declined to return the unit for investigation and they scrapped the unit.

Manufacturer narrative:
Device MFR date is unk as no serial number was provided. Although no product was returned to covidien for investigation, previous investigations have been performed for the alleged no audio condition, as previously reported in 2936999-2010-00969 and 2936999-2011-00179.